Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net via transmission showed non-sustained right ventricular oversensing. Programming changes were recommended. Patient was asymptomatic.